Event description:
It was reported that the pt underwent an l2 pedicle subtraction osteotomy, t10-s1 posterolateral spinal fusion using rhbmp-2/acs plus posterior fixation. At an unk time post-op, the pt presented with severe pain, swelling, erythema and tenderness to palpation at the surgical site. Thirteen days post-op, the pt underwent a CT (computed tomography) -guided drainage for potential infection and to decompress the swelling at the surgical site. Infection was ruled out with intraoperative cultures. A serous fluid was drained. The seroma did not re-form after the second surgery.

Manufacturer narrative:
(B) (4). Literature citation: garrett et al, "formation of painful seroma and edema after the use of recombinant human bone morphogenetic protein-2 in posterolateral lumbar spine fusions" in neurosurgery (2010; 66: 1044-1049). Neither the device nor applicable imaging films were returned to the manufacturer for eval. A review of the device history records is not possible without additional device info. Therefore, the cause of the event cannot be determined.